Manufacturer narrative:
Method: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two vaso view 6 units did not provide sufficient co2 to seal the tunnel. Every time the device was put in the tunnel would collapse. They opened up a new kit with the same results and increased over 35cc of air into the balloon hoping to get a better seal and was still losing co2. In order to complete the procedure, they converted to bridging. Maquet cardiovascular anticipates the return of the product in question. Refer to MFR report #2242352-2011-01558.